Manufacturer narrative:
As reported, during the explant procedure, the surgeon noted the following: small bowel obstruction due to adhesions to the mesh, most adhesions were to the edge of mesh, and mesh was deformed and folded. The cause of the patient's post-operative complications cannot be determined. Adhesions are a known risk of surgery and are listed in the adverse reactions section of the instructions-for-use as a possible complication. Should additional information become available, a supplemental emdr will be filed. Not returned.

Event description:
On (B)(6) 2012 - the patient underwent repair of an umbilical hernia and a bard/davol ventralex mesh was implanted in the patient during this repair. On (B)(6) 2015 - the patient underwent surgery to remove the failed bard/davol ventralex mesh. Upon inspection, the surgeon noted, ¿small bowel obstructions due to adhesions to mesh¿, ¿densely adherent loops of small bowel and omentum involved with the edge of the mesh¿, ¿excision of deformed umbilical hernia repair mesh¿, ¿most of the adhesions were to the edge of mesh¿, and ¿mesh was deformed and folded¿. As alleged, the bard/davol ventralex mesh implanted in plaintiff failed to reasonably perform as intended and necessitated additional invasive surgery to repair the hernia that the bard/davol ventralex mesh was initially implanted to treat. The patient's attorney further alleges that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.